Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, that their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages (B)(6) years with diabetes. No additional patient or event information is available.